Event description:
Account contact reports: attempt to insert a 24g device into a baby was unsuccessful. Unable to advance the line through the valve in the introducer. During an examination of the device the distal portion detached with no extreme pressure.